Event description:
It was reported that there was low pacing impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) lead was beyond the expected lower range. From 02feb2015 through 21mar2016, minimum rv pacing impedance varied between 53 ohms and 213 ohms, which is out of range low. Since 25jun2015 there were 237719 short circuit paces and 4458 non-physiological senses with 31 successful paces.

Event description:
Approximately two years later, thousands of low impedance paces had occurred over the previous ten months. An insulation breach was suspected. The lead continues to be in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, (B)(6) 2009. (B)(4).